Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('breakage/ expulsion: expulsion/migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('spontaneous abortion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain (",pelvic/abdominal pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("allergy: rash/skin condition") and migraine ("migraine") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, dermatitis allergic and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2015 initially, but in current pfs (B)(6) 2015 was given. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident. Injury nos was replaced with new events dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, plaintiff did not undergone essure confirmation test, rash and skin condition, expulsion/migration, pregnancy: stillbirth/miscarriage, spontaneous abortion, device ineffective, migraine. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.